Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a prime (loss of prime) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the device caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Follow-up #1 date of submission (B)(6) 2015-device evaluation: the pump has been returned and evaluated by product analysis on 08/26/2015 with the following findings: evaluation revealed multiple loss of prime warnings eaw 162 observed in the black box with low non zero force. Pump exercised for 24 hrs- loss of prime was not duplicated. Force calibration passed at 213. Returned battery cap used for testing.